Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead, placement difficulty was encountered and the helix would not rotate into position. The pacing lead was not used and replaced. No patient complications have been reported as a result of this event.